Event description:
Customer reported a intermittent collimator too large error when the system boots up in 2007. The system worked after reboot.

Manufacturer narrative:
Gehc service personnel ordered the collimator interface pcb. Installed part returned to service.